Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a follow up exam, interrogation revealed several episodes of oversensing lead noise. Further lead testing and lead imaging were recommended. Possible lead revision will be discussed. No further information is available.

Manufacturer narrative:
Internal insulation abrasion under the rv shock coil was noted at 58.2-58.3cm and 59.0-59.1cm from the connector pin. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 58.0-59.0cm from the connector pin. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise and oversensing.

Event description:
New information received states when the patient returned to the clinic, lead imaging revealed oversensing led to episodes of tachy binning. Fluoroscopy revealed the lead was fine. Noise could not be reproduced. The lead was explanted and replaced. The patient condition is stable.